Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to detach from the delivery system. Prior to the procedure, the patient went thru endoscopy and the esophagus appeared to be normal. They used a lubricant to help facilitate the replacement of the device. No repeat procedure was performed. When they successfully placed the capsule, they broke the handle for it to be released. There was no patient harm. The device would not be returned.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.